Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor intermittently do not align on the display screen. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer screen would lose contact with the stylus pen at multiple locations. The stylus was replaced but the issue was not resolved. It was also reported that the programmer had trouble with telemetry. The radiofrequency head was changed but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.